Event description:
Staff was transferring a female pt when the sling strap came off one of the sling bar hooks. The pt slipped forward out of the sling hitting her head. Pt was transferred to hospital for treatment. MFR ref # 8030916-2013-00060.